Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient became hypotensive. The patient's blood pressure ranged up to 75/30 and their pulse rate remained stable between 55-75 bpm. The patient was given 4 mg of midazolam and 7.5 mg of morphine in small doses. The s-ICD was successfully implanted. Defibrillation threshold (dft) testing was not performed during the implant procedure due to the patient's hypotension. Following the procedure, the patient's blood pressure rose to 105/55. The patient was discharged from the hospital on the same day after all post-operative checks were normal. The patient will return to the hospital on another day for defibrillation testing. No additional adverse patient effects were reported.